Event description:
Customer states that he obtained a reading of 280 mg/dl on his aviva meter and took 40 units of lantus insulin based upon that reading. Customer had no symptoms with the reading of 280 mg/dl. About 30 minutes later, the customer felt hypoglycemic and tested at 30 mg/dl. Customer self-treated with ten sugar cubes and two 10 ounce glasses of orange juice with sugar. No adverse event reported. Three days later, customer states that he obtained a reading of 250 mg/dl on his aviva meter and took 4 units of humalog based upon that reading. Customer had no symptoms with the reading of 250 mg/dl. About an hour later, customer reportedly received the following results on the aviva system within 10 minutes: 498 mg/dl and 80 mg/dl. Customer felt weak with the readings and self-treated with sugar cubes. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.